Event description:
It was reported that on (B)(6) 2022, an 18mm amplatzer amulet left atrial appendage (laa) occluder was chosen for implant using a 12f amplatzer amulet delivery sheath. The defect was sized via computed tomography and trans-esophageal echocardiogram to be 15-16mm. The device was successfully implanted and appeared stable. After the procedure was concluded but before leaving the laboratory, it was seen via imaging that the device shifted into the laa. Later, the device was snared and explanted in an emergency procedure. During the explant procedure, a 22mm amplatzer amulet left atrial appendage occluder was implanted as a replacement. The patient remained hemodynamically stable throughout the procedure. The patient was reported as discharged and keeping well.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
An event of device migration was reported. Information from the field indicated the device was sized via CT and later with tee. The device was received at abbott for investigation, which found that the device met visual and dimensional, and functional specifications. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. The cause of the reported incident could not be conclusively determined. There is no indication of a product quality issue with regards to manufacture, design, or labeling.